Event description:
It was reported that during a rectum procedure, the device would cut, but stapled partially. Staples released, but would not hold. They did fall into the patient. Some of them were stuck into the tissues and could not be removed with a grasper. The surgeon performed a manual suture. Event outcome reported as conversion.